Event description:
The physician was attempting to deploy a 4.0 mm diameter x 30mm length driver sprint rapid exchange (rx) bare metal stent to treat a calcified and tortuous lesion with 82 percent stenosis located in the rca of a patient. It was reported that the device was inspected and prepped with no issues noted, and that pre-dilation was performed on the target lesion with 30 percent stenosis remaining. It was reported that resistance was felt while delivering the stent to the lesion, and it was decided to remove the stent. When the stent was removed from the patient, it was reported that the stent was damaged. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: (presence of calcification and/or the tortuous nature of the vessel). Conclusions: (lack of effectiveness, presence of calcification and/or the tortuous nature of the vessel).